Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm during battery testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested, and the alarm log was reviewed. The cause of the battery low alarm was not determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.